Event description:
It was reported that 575 syringe 5ml ll bulk pack ns were found scratched before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "found scratches on the body for syringe."

Manufacturer narrative:
H.6. Investigation: one photo and 1379 samples were received by our quality team for evaluation. From the photo, it was observed that there were scratch marks found on the body of the barrel. All samples were subjected to visual inspection and 1155 out of the 1379 failed our acceptance criteria and it was observed that there were scratches/scuffs on the body of the barrel; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the samples returned from customer, the team has reviewed the defects and observed scratches/ scuffs on syringe barrel. It is identified under non-functional issue. It is noticed that all the scuffs are appeared around the same position, approximately at the location scale mark ¿1¿ height. The team has investigated different sections of the machines in the production area and matched a potential area which could have lead to the scuffs. If the scuffs would have occurred at some of the other machine stations, such as assembly machine, the pattern of scuffs would be at random places; however, for the apex printing machine, the scuffs will be at same area as the orientation of barrel will be the same when getting scale printing onto the barrel. The probable root cause could be due to the barrel tip guide at the apex printing machine being bent. Thereafter, when the syringe barrel passed through during the printing process, the bent barrel tip guide left a scuff mark on barrel surface. A new barrel tip guide has been installed.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 575 syringe 5ml ll bulk pack ns were found scratched before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "found scratches on the body for syringe."